Event description:
It is reported that the pt underwent total hip replacement in 2002. In 2004, they twisted and felt the hip pop. Ten days later, the pt's hip was revised due to recurrent dislocation. At revision, the liner was found fractured.